Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s therapy did not change with positions. They stated that they met with a manufacturer representative (rep) today who helped them with their settings and explained the therapy to them. The patient stated when they got home, they experienced trouble with the patient programmer saving the settings of the ins. The patient explained that they would set their stimulation intensity at the point they wanted it to be at, would turn the patient programmer off and then turn it back on but the stimulation would automatically jump to the original settings. The patient stated that prior to the call they had event tried to decrease the settings to zero and attempted to change the settings, but they were unable to resolve the issue. It was reviewed that stimulation was verified to be on and the group with adaptive stimulation was also turned on. The patient programmer displayed the correct position. The patient stated that they would like to first adjust the upright position on their ins. The patient synced with the ins and confirmed that they were seeing the upright position on the patient programmer screen. It was reviewed to increase/decrease the am plitude and then to wait in that position for exactly three minutes. It was reviewed that that the patient would need to adjust the stimulation and wait for three minutes for the ins to save the settings in the as mode. The patient increased the stimulation to 2.0v and waited three minutes while on the phone with patient services. It was indicated that stimulation was where the patient needed it now. The patient resynced the patient programmer to the ins and confirmed that the stimulation saved in upright at 2.0v successfully. Troubleshooting resolved the reported issue. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the cause of the saving the program settings on the ins was due to not holding the position for three minutes. The cause of the therapy not changing with positions was not determined. It was reported that the patient weighed 130 pounds at the time of the report. No further complications were reported/anticipated.